Event description:
It was reported by a patient's spouse that "one of the leads is pressing on a nerve and it pulsates. They made an adjustment and it was somewhat better." No additional information was available from the clinic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.